Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, customer's blood glucose (bg) level was impacted, however the exact value was not provided. Customer did not eat for three hours to keep bg level from elevating as alternate insulin therapy was not available for three hours.